Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral mid/upper abdomen and bilateral lower abdomen with a cooladvantage applicator coolcore contour, the bilateral lower back bra roll/upper flanks with a coolcurve applicator, and the lower flanks/love handles with a coolcore applicator on (B)(6) /2016 and (B)(6) 2016, to the bilateral mid/upper abdomen with a coolcore applicator and to the bilateral mid flanks with a coolcore applicator on (B)(6) 2016, to the bilateral mid/upper abdomen and bilateral lower abdomen with a cooladvantage applicator coolcore contour, the bilateral upper abdomen with cooladvantage applicator corecore contour, the bilateral lower back bra roll/upper flanks with cooladvantage applicator corecurve contour, the bilateral mid flanks with cooladvantage applicator corecore contour, the bilateral lower flanks/love handles with cooladvantage applicator corecore contour on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph)of the flank/back (all), upper abdomen, and the area just above the umbilicus after treatment diagnosed on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral mid/upper abdomen and bilateral lower abdomen with a cooladvantage applicator coolcore contour, the bilateral lower back bra roll/upper flanks with a coolcurve applicator, and the lower flanks/love handles with a coolcore applicator on (B)(6) 2016 and (B)(6) 2016, to the bilateral mid/upper abdomen with a coolcore applicator and to the bilateral mid flanks with a coolcore applicator on (B)(6) 2016, to the bilateral mid/upper abdomen and bilateral lower abdomen with a cooladvantage applicator coolcore contour, the bilateral upper abdomen with cooladvantage applicator corecore contour, the bilateral lower back bra roll/upper flanks with cooladvantage applicator corecurve contour, the bilateral mid flanks with cooladvantage applicator corecore contour, the bilateral lower flanks/love handles with cooladvantage applicator corecore contour on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph)of the flank/back (all), upper abdomen, and the area just above the umbilicus after treatment diagnosed on (B)(6) 2018.